Manufacturer narrative:
No injury was reported, but as there was a potential risk reported ("screw broke") we decided to report this case. Evaluation is ongoing. We will perform a follow-up report as soon as it is finished.

Event description:
Customer service was contacted from distributor on (B)(6). Customer stated that the screw of the product snapped off.